Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Right femoral artery was selected as the access site. The patient has mild tortuosity and excessive calcification. During the procedure, resistance was encountered while attempting to advance. Upon multiple attempts, the ds was observed with deformations, and a new flexnav ds was replaced. Left femoral artery was selected as the access site but the resistance was encountered once again. The procedure was aborted and the valve was not implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged.